Event description:
Bayer case number: (B)(4) haemorrhagic menstrual periods [heavy periods], bleeding between mesntrual periods [bleeding intermenstrual] , abundant brown vaginal discharge [vaginal discharge abnormality] , swollen abdomen / ballooning [swollen abdomen] , bleeding during and after sexual intercourse [coital bleeding] , lipoma on abdominal wall / lipoma on ankle and wrist [lipoma] , regular big pimple of acne [acne] , chronic fatigue [chronic fatigue] , insomnia [insomnia] , joint pain [joint pain] , permanent muscle pain [muscle pain], back pain / sacrum pain [sacral pain] , neck pain [neck pain] , arms pain [pain in upper extremities] , coccyx pain [coccyx pain] , tingling in arms and hands [paresthesia upper limb] , dental pain (bruxism) [bruxism], dental pain (bruxism) [tooth pain] , fibromyalgia pain [fibromyalgia] , itching in arms and back [pruritus] , memory loss [memory loss] , speech disorder [speech disorder] , hair loss [hair loss] , gastric pain [gastric pain] , constipation [constipation] , lower back pain [low back pain] , visual impairment [visual impairment] , gynecological pain [pelvic pain female] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-sep-2018. The most recent information was received on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstrual periods") and intermenstrual bleeding ("bleeding between mesntrual periods") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), intermenstrual bleeding (seriousness criterion medically important), vaginal discharge ("abundant brown vaginal discharge"), abdominal distension ("swollen abdomen / ballooning"), coital bleeding ("bleeding during and after sexual intercourse"), acne ("regular big pimple of acne"), fatigue ("chronic fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), myalgia ("permanent muscle pain"), sacral pain ("back pain / sacrum pain"), neck pain ("neck pain"), pain in extremity ("arms pain"), coccydynia ("coccyx pain"), paraesthesia ("tingling in arms and hands"), bruxism ("dental pain (bruxism)"), fibromyalgia ("fibromyalgia pain"), pruritus ("itching in arms and back"), amnesia ("memory loss"), speech disorder ("speech disorder"), alopecia ("hair loss"), abdominal pain upper ("gastric pain") and constipation ("constipation") and was found to have lipoma ("lipoma on abdominal wall / lipoma on ankle and wrist"). On unknown date she experienced toothache ("dental pain (bruxism)"), back pain ("lower back pain"), visual impairment ("visual impairment") and pelvic pain ("gynecological pain"). The patient was treated with surgery (to remove essure). Essure was removed on 18-nov-2018. At the time of the report, the fatigue, arthralgia, myalgia, amnesia, alopecia, back pain and visual impairment had not resolved. The outcomes for heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, abdominal distension, coital bleeding, lipoma, acne, insomnia, sacral pain, neck pain, pain in extremity, coccydynia, paraesthesia, bruxism, toothache, fibromyalgia, pruritus, speech disorder, abdominal pain upper, constipation and pelvic pain were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, abdominal distension, coital bleeding, lipoma, acne, fatigue, insomnia, arthralgia, myalgia, sacral pain, neck pain, pain in extremity, coccydynia, paraesthesia, toothache, fibromyalgia, pruritus, amnesia, speech disorder, alopecia, abdominal pain upper, constipation, bruxism, back pain, visual impairment or pelvic pain. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-sep-2018 for the following meddra preferred term: menorrhagia: the analysis in the global safety database revealed 1669 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 18-jul-2025: new event back pain, gynecological pain & visual impairment were added. Event outcome updated to not recovered not resolved for events fatigue, joint pain, muscle pain, memory loss, hair loss. Essure removal date & details updated. Action taken with drug updated. Annex e & f codes are updated. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic menstrual periods [heavy periods] , bleeding between menstrual periods [bleeding intermenstrual] , abundant brown vaginal discharge [vaginal discharge abnormality] , swollen abdomen / ballooning [swollen abdomen] , bleeding during and after sexual intercourse [coital bleeding] , lipoma on abdominal wall / lipoma on ankle and wrist [lipoma] , regular big pimple of acne [acne] , chronic fatigue [chronic fatigue] , insomnia [insomnia] , joint pain [joint pain], permanent muscle pain [muscle pain] , back pain / sacrum pain [sacral pain] , neck pain [neck pain] , arms pain [pain in upper extremities] , coccyx pain [coccyx pain] , tingling in arms and hands [paresthesia upper limb] , dental pain (bruxism) [bruxism] , dental pain (bruxism) [tooth pain] , fibromyalgia pain [fibromyalgia] , itching in arms and back [pruritus] , memory loss [memory loss] , speech disorder [speech disorder] , hair loss [hair loss] , gastric pain [gastric pain] , constipation [constipation] , lower back pain [low back pain] , visual impairment [visual impairment] , gynecological pain [pelvic pain female] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-sep-2018. The most recent information was received on 25-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstrual periods") and intermenstrual bleeding ("bleeding between mesntrual periods") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), intermenstrual bleeding (seriousness criterion medically important), vaginal discharge ("abundant brown vaginal discharge"), abdominal distension ("swollen abdomen / ballooning"), coital bleeding ("bleeding during and after sexual intercourse"), acne ("regular big pimple of acne"), fatigue ("chronic fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), myalgia ("permanent muscle pain"), sacral pain ("back pain / sacrum pain"), neck pain ("neck pain"), pain in extremity ("arms pain"), coccydynia ("coccyx pain"), paraesthesia ("tingling in arms and hands"), bruxism ("dental pain (bruxism)"), fibromyalgia ("fibromyalgia pain"), pruritus ("itching in arms and back"), amnesia ("memory loss"), speech disorder ("speech disorder"), alopecia ("hair loss"), abdominal pain upper ("gastric pain") and constipation ("constipation") and was found to have lipoma ("lipoma on abdominal wall / lipoma on ankle and wrist"). Essure was removed on (B)(6) 2018. On unknown date she experienced toothache ("dental pain (bruxism)"), back pain ("lower back pain"), visual impairment ("visual impairment") and pelvic pain ("gynecological pain"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, arthralgia, myalgia, amnesia, alopecia, back pain and visual impairment had not resolved. The outcomes for heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, abdominal distension, coital bleeding, lipoma, acne, insomnia, sacral pain, neck pain, pain in extremity, coccydynia, paraesthesia, bruxism, toothache, fibromyalgia, pruritus, speech disorder, abdominal pain upper, constipation and pelvic pain were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, abdominal distension, coital bleeding, lipoma, acne, fatigue, insomnia, arthralgia, myalgia, sacral pain, neck pain, pain in extremity, coccydynia, paraesthesia, toothache, fibromyalgia, pruritus, amnesia, speech disorder, alopecia, abdominal pain upper, constipation, bruxism, back pain, visual impairment or pelvic pain. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-sep-2018 for the following meddra preferred term: menorrhagia: the analysis in the global safety database revealed 1669 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2025: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.